Manufacturer narrative:
Pending investigation. Concomitant medical products: 204-04-23 - trapezoid tibial tray sz 1f/3t, 2f/3t sn: (B)(4), 204-34-04 - fluted stem extension 40l x 14 mm sn: (B)(4), 204-70-00 - tibial stem ext. Screw sn: (B)(4), 230-03-02 - optetrak asy,cr cemented femoral, sz 2, sn: (B)(4), 200-02-35 - three peg patella 35 mm sn: (B)(4), 620-00-02 - platelet rich plasma kit with spray tips sn: (B)(4), 620-11-02 - accelerate conc. Sys rep by 620-12-02 sn: (B)(4).

Event description:
As reported by legal, that this patient's right knee was implanted (B)(6) 2009. Revision date: (B)(6) 2015; reason for the revision was not reported. No additional information provided.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. H7: z-0019-2022.

Manufacturer narrative:
G3/g4: date was accidentally left off on follow-up #1.

Manufacturer narrative:
Manufacturer narrative updated: the reason for the revision reported cannot be determined from the available information but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. However, the reported prosthesis wear/failure could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided, and the devices were not available for evaluation.